Event description:
It was reported that during a cholecystectomy, the jaw of the device would not open after firing. Another device was used to complete the case. There were no adverse consequences to the patient.